Event description:
Information received via a 3500a medwatch report reported the lv (left ventricular) lead had increased threshold. The lead was explanted and replaced. It was also reported the lv lead had diaphragmatic stimulation. No patient complications were reported as a result of this event.

Event description:
Information received via a 3500a medwatch report reported the lv (left ventricular) lead had increased threshold. The lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A voluntary medwatch form 3500 was received; the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.